Event description:
It was reported to medtronic neurosurgery that during a vp shunt implantation surgery, the tip of the disposable catheter passer broke off. The tip was left within the patient and the surgery was completed without delay. It was also reported that the patient has not experienced any adverse effects due to the event.

Manufacturer narrative:
The tip was observed to be missing from the end of the returned catheter passer¿s obturator. Some evidence of plastic stressing was observed at the break site. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4)